Event description:
The hcp reported malfunction of the synchromed pump and catheter - "low battery alarm and end of battery life." The pump had been implanted for 19 months. The device system was explanted and replaced and not returned to the MFR for analysis. A follow up report will be sent when additional info is received.